Event description:
The device was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged blank display and cosmetic damage located at the battery compartment found on (B)(6) 2022. The device was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The device powered up properly after battery installation. The device passed the self test, displacement test and active current measurement. However, the device had a high sleep current measurement. The device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. Upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board . No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device passed the sleep current measurement. The original electrical board 1 was installed in the original electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device failed the sleep current measurement. The device had a high sleep current measurement, suspected on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and had crack on the battery compartment. Customer stated that the display was not blank less than thirty seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Insert battery alarm was displayed on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device will be returned for analysis.